Event description:
In 2000, an emergency room (ER) staff member went to dispose of a "sharps" in a sharps container with a counter balance. The counter balance was not fully up showing the "full" sign indicating that no more "sharps" should be disposed of in this sharps container. Therefore, the ER staff member pulled the counter balance down, and upon doing so, a 10cc syringe came out and stuck a visitor that was in the ER. The hospital is questioning the size of the sharps container and the wall mount it is in, as to whether the wall mount is a contributor to the counter balance not working properly.